Manufacturer narrative:
On 5-jun-2025, bwi received additional information regarding the event. The patient fully recovered. The patient required extended hospitalization as they were unable to wake up due to anesthesia. There was imaging done to rule out a stroke, and it was reported that patient just had trouble waking up from anesthesia (no confirmed stroke or trans ischemic attack). The patient's symptoms resolved. Procedural act (activated clotting time) was greater than 350. There was no evidence of char, thrombus or clot during the procedure. Due to the information, there were form updates. - b2 box for hospitalization initial/prolonged was selected. - h6 health effect - impact code was updated to "hospitalization or prolonged hospitalization (f08). - h6 health effect - clinical code was updated with the following codes: unspecified mental, emotional or behavioural problem (e0206), high blood pressure/ hypertension (e2320), and tachycardia (e060109). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
The report indicated after the case ended for cardiac ablation with qdot catheter, the patient experienced a stroke treated with medications. After the case ended, the patient struggled to wake up. The patient had a hypertensive crisis, systolic blood pressure was over 200 and tachycardia. The medical intervention was provided was "nitro" medication and the systolic blood pressure went down to 100. After the medical intervention, the patient was still not waking up. The patient began to sweat, and the body temperature was normal. This might not be a factor but worth noting while mapping the left atrium, the pulmonary vein was "very small and flat". Before the procedure started, the patient was "very sick", the patient has a congenital issue, on dialysis, a mitral valve repair and already on a medication "zoloft". Anesthesia called a stroke alert since the patient did not wake up. The physician did not know what caused the injury. All catheters were discarded and couldn't provide any information, and all biosense products during the case functioned as they were intended to". Products used were qdot catheter, octaray catheter, webster cs catheter, soundstar catheter, vizigo sheath, ngen generator, carto 3 system.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).